Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 493 mg/dl. The customer stated that she had a stomach infection at the time, which caused her blood glucose levels to elevate. The customer also stated that she was getting repeated no delivery alarms. In addition, the customer reported intermittent button response. The customer stated that she sometimes had to press the buttons several times before getting a response. The customer then notices the insulin pump delivering boluses w/o her programming them. The customer was very uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.